Manufacturer narrative:
(B)(4). D10: medical product: femoral component option for cemented use only size d right: catalog# 00576401452, lot#61465729; all poly petella standard cemented size 29 mm diameter 8.0 mm thickness: catalog#00597206529, lot#61437274; stemmed tibial component precoat size 2: catalog# 00598002702, lot# 61435535. G2: foreign - event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Approximately fifteen (15) years and six (6) months post-implantation, the patient began to experience pain and instability of the joint. Subsequently, the patient underwent revision surgery during which the post of the articular surface was found to be fractured. The affected component was replaced without reported complication. All available information has been provided.